Event description:
Reportedly, upon first use of the smartview connect on 26 january 2024, the device did not receive any signal despite several troubleshooting attempts.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - no conclusion could be drawn as the subject smartview connect was not returned for investigation. - the complaint investigation could be reopened in case of new information received related to this event.

Event description:
Reportedly, upon first use of the smartview connect on 26 january 2024, the device did not receive any signal despite several troubleshooting attempts.